Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) the unit would not switch on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and was able to reproduce the reported issue. The fse found yellow color fumigation oil near the power inlet of power supply charger board. Then, the fse opened the power supply charger board and was found full of fumigation oil. So, the fse cleared and re-fixed the power supply charger board, but, the unit was still not turning on. The fse then stated that the unit needed a replacement of the power supply charger and the power on/off switch. Once the part arrived, the fse replaced the power supply charger board and the on/off switch. However, an error message "electrical test failed code # 50", so the fse stated that the unit needed a replacement of the motor controller pcb. Once the correct part arrived, the fse replaced the motor controller pcb. The unit was then working satisfactorily and was handed over to the customer in good working condition.